Event description:
Customer's relative reported that customer is receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 286 mg/dl, 62 mg/dl, 95 mg/dl and 75 mg/dl within 10 mins. All tests were performed on the fingers. There was no report of death, serious injury or mistreatment associated with this event.